Event description:
Connect point video docking arm, the screws in the knuckle joint were falling out. The arm came out in the hand of the user. The threads that secure the screws are corroding allowing the screws to loosen and fall out. There was a previous report falling out and landing on the surgical field. In present case, screw fell out prior to surgery-no harm patient. Biomedical engineering staff inspected the joint in all operating rooms and found similar conditions; screws loose or missing. Do you have a picture of the product? Yes. FDA safety report ID # (B)(4).